Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant, the left ventricular (lv) lead moved creating diaphragmatic stimulation. Reprogramming of the device mitigated the stimulation. The lead system will be monitored at the next follow-up appointment. To date, no adverse patient effects were reported with this clinical observation.